Manufacturer narrative:
According to the initial reporter, the patient was monitored by lab work and there were no adverse effects. The device in question has not been returned to walkmed infusion. However, the return of the device is expected and a follow up report with walkmed infusion's investigation findings will be filed within 30 calendar days.

Event description:
The walkmed infusion triton fp pump was programmed to deliver 500 cc's of medication in 24 hours. However, the pump delivered 500 cc's of medication in about 3 hours.